Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the device packing contained black debris and foam debris, there was no impact on a patient. Subsequently, the device was discovered fractured at the distributor¿s office after being returned from the surgery.

Manufacturer narrative:
The following sections have been corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further clarified that the product did not fracture and the only reported event was that the packing was compromised with the foam and black debris in the sterile barrier.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed that the inner packaging material has a foreign black residue. The bag had excessive wear and showed creases and wrinkles around hip stem and body. The black debris inside the pouch is most likely porous coating where the implant has scuffed against the internal wall of the pouch during transportation and caused black particles to be dispersed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is due to shipping damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.